Event description:
It was reported to ge that image artifacts appeared in cardiac scans that could be misintrepreted. Four of five pts were referred for cardiac catheterization and found to have normal heart structure; no health problems were reported as a result of the catheterizations. The site was given instructions to identify the artifact.